Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the femoral approach, the procedure treated the target lesion located in the left anterior descending artery. There was a greater than 90° bend in the lesion. Pre-dilation was performed using a 2.5x12mm nc balloon. Next a 2.25x12mm promus element stent was advanced for treatment but met resistance and could not cross the lesion. While removing resistance was met, and it was noted that a stent strut had protruded. The procedure was not completed due to this event. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the femoral approach, the procedure treated the target lesion located in the left anterior descending artery. There was a greater than 90 degrees bend in the lesion. Pre-dilation was performed using a 2.5x12mm nc balloon. Next a 2.25x12mm promus element stent was advanced for treatment but met resistance and could not cross the lesion. While removing, resistance was met, and it was noted that a stent strut had protruded. The procedure was not completed due to this event. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device noted proximal stent damage. The struts at the proximal edge were bunched and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).